Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34; product, lot/serial number unknown; product type: compression loading system (cls). Product ID: d-evolutfx-34; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed due to calcification. A temporary screw-in lead was placed at the beginning of the procedure. During placement of the lead, it was advanced through the apex causing a perforation. The lead was noted to be in a poor location so the guidewire was pulled back and re-advanced into the septum and tested correctly. A few minutes later, the patient had low blood pressure and an effusion was noted on echocardiogram. The surgeon placed a drain and blood pressure increased. At the start of deployment, the patient went into complete heart block. Five minutes later, the patient was back in normal sinus rhythm. The valve was deployed at an ideal depth with mild-moderate paravalvular leak (pvl). The valve was post-dilated and the pvl was resolved. The patient's pressure remained low, so after completion of transcatheter aortic valve replacement (tavr) the surgeon decided to perform a sternotomy and repaired the right ventricular perforation. The patient remained intubated but was stable. No procedural delay occurred. No additional adverse patient effects were reported.